Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the laparoscopic band procedure, the used device seal was disengaged. The piece of redactor was found at the patient cavity at the second intervention. The second intervention was not due to trocar issue. The doctor took out the piece of 5 mm redactor inside the patient cavity. No harm was caused to the patient. The device is expected to be returned for evaluation.